Event description:
The reporter indicated the surgeon used a ks-1 preloaded injection system. An aq2017v three piece silicone lens was implanted in the patient's eye. After insertion it was noted that the optic was cracked near the haptic. The lens remains implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens remains implanted. (B)(4). Evaluation method: device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusions: based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4). Lens remains implanted.